Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) - head. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 18 years post-implantation, the patient underwent a hip revision due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d10; g3; h2; h6. The following sections were corrected: d6a. D10: unk cpt stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 18 years post-implantation, the patient underwent a hip revision due to dislocation and instability. The stem and head were revised. Attempts have been made and no further information has been provided.